Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: investigation summary according to the information received, the user / patient experienced the following issue with the product (long-g1): it was reported that the long-g1 came back from sterile processing (spd) in pieces. The received photo (n=1) was reviewed. The described failure by the customer was confirmed, for hardware pieces broken off. Based on the provided photo it shows that the unit has hardware pieces broken off. The IFU states the following regarding the reported issue (came back in pieces): in order to avoid damaged to your product: - do not use excessive force. - do not operate the handpiece while the knurl knob is in the ¿ release ¿, ¿ load ¿, or ¿ safe ¿ position. The reported condition was confirmed. However, the assignable root cause was not determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error.

Event description:
It was reported that after sterile processing it was observed that the long attachment device was returned in pieces. During in-house engineering evaluation it was determined that the device fell apart ¿ unattached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device fell apart ¿ unattached, could not engage the attachment, the cutter could not be inserted, and the device had component damage. It was further determined that the device failed pretest for visual assessment, lock operation assessment, and cutter insertion assessment. The assignable root cause was determined to be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition.